Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "sudden increase of pain in the left knee joint after a fall event."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the device found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the implant whole construct is still assembled and is not possible to look at this device's lot# number.